Manufacturer narrative:
Device evaluated by manufacturer: yes. Result: device performed according to specification. Conclusion: no failure detected and product within specifications. The customer had reported that the cap/ctm hcv test generated results for one sample that were significantly (B)(6) than results obtained using the (B)(6) test. The investigation determined that there was no product non-conformance. Sequencing analysis was performed on the customer-returned patient sample. The sequence obtained shows no mismatches to the upstream primer or the downstream primer of the (B)(6) test. However, the sequence contains one mismatch to the (B)(6) probe, which is likely to affect the detection by the probe based on it's location. As stated in the (B)(6) test package insert in the procedural limitations section, "though rare, mutations within the highly conserved regions of the viral genome covered by the cobas ampliprep / cobas taqman hcv test primers and/or probe may result in the under-quantitation of or failure to detect the presence of the virus in this circumstance." (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer in the us is alleging discrepant results with the cobas ampliprep / cobas taqman (cap/ctm) hcv test ((B)(4)) as compared to the bdna (branched chain dna) test for one sample. On (B)(6) 2011, the cap/ctm hcv generated a result of (B)(6). The sample was retested with the (B)(6) test on (B)(6) 2011 and generated a result of (B)(6). (B)(6) results indicated that the patient is (B)(6). A new collection was sent out for bdna testing which generated a result of (B)(6). It is unknown if any patient treatment was impacted by the discrepant results.